Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2016. The cause of death was natural causes. The caller stated that the customer had bleeding in the brain and mini strokes that may have led to the customer's passing. The customer¿s blood glucose was 50 mg/dl at the time of admission, and could not be brought up. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected over 48 hours prior to passing, at the time of admission. The customer was using sensors. The caller declined to return the insulin pump for analysis.